Manufacturer narrative:
Concomitant medical products: dtma2q1 device, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold was steadily increasing, though still within the safety margin. The lv lead remains in use. No patient complications have been reported as a result of this event.